Event description:
It was reported to boston scientific corporation on that a flexima bilary stent was used during a drainage procedure of the common bile duct (cbd) performed on (B)(6), 2011.according to the complainant, during the procedure, when the stent was attempted to be released, the guide catheter stretched. It was confirmed that the guide catheter did not break and no other damage was noted to the device. The procedure was completed with another flexima biliary stent.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.investigation results revealed the guide catheter to be broken, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4):the delivery system was returned for evaluation. The stent component was not returned. Visual evaluation of the device revealed the suture to be intact (unbroken) at the distal end of push catheter. The push catheter was noted to be kinked at the proximal end. The guide catheter was found stretched and broken near the proximal end. The broken proximal piece of the guide catheter was returned stuck on a guidewire. No damage was noted to the guidewire. The stretched and broken guide catheter indicate force was exerted when the stent was attempted to be deployed. The noted damages are likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.a review of the device history record (DHR) was performed and no anomalies were noted.